Manufacturer narrative:
During service on (B)(6) 2019, unrelated to the initial reported complaint, the autopulse platform failed run-in test due to user advisory (ua) 45 (not at "home" position after power-on/restart) error message. The root cause for the ua45 error was due to a rusty bearing in the channel roller assembly. Replaced channel roller assembly to remedy the problem. Following that, the autopulse platform failed the final testing due to ua12 (lifeband not present) error message. Replaced monolithic plunger to remedy the problem. In addition, during the service repair, observed a damaged battery compartment and a battery cable. Also, noticed a badly oxidized shaft lock plunger. All the above parts were replaced to remedy the damage. Following service, after replacing all the damaged parts, the autopulse platform was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries until discharged without any fault or error. The autopulse platform passed the final test without any fault or error. Load cell characterization test was performed and confirmed both cell modules are functioning within the specification.

Manufacturer narrative:
The reported complaint of "the user was not able to choose any settings in the menu on the display of the autopulse platform (sn (B)(4))" was not confirmed during the functional testing. The autopulse platform passed the functional testing and worked as intended. The autopulse platform is manufactured in 2010 and is 9 years old, past the expected service life of 5 years. Upon visual inspection, observed damage on the top cover, front enclosure, bottom enclosure and battery lock. The physical damage was appeared to be the characteristic of harsh impact. The top cover, front enclosure, bottom enclosure and battery lock needs to be replaced to remedy the damage. The autopulse platform passed the functional testing without any fault or error. Unrelated to the reported complaint, load cell characterization test revealed that both the load cells are over reporting. The load cells needs to be replaced to remedy the problem. The archive data review showed no significant discrepancies. As a precautionary measure, the ui membrane switch assembly will be replaced to address the reported complaint. Upon completion of service, the autopulse platform will be further tested to full specification.

Event description:
During shift check, the user was not able to choose any settings in the menu on the display of the autopulse platform (sn (B)(4)). No additional information was provided. No patient involvement.